Event description:
The doctor reported that a bur came out of a handpiece and the patient swallowed it. The patient was taken to the hosptial where the x-ray confirmed that the bur was in the patient's throat. The bur did pass to the patient's stomach and the hospital elected to surgically remove the bur from the patient's stomach while under general anesthesia. The doctor was not sure which handpiece patient had used during the procedure.